Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: 3.00 x 20mm synergy ous mr stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the distal end of the stent; the most distal stent strut row was lifted and pulled on one side. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately totuous and severely calcified mid left anterior descending artery. After pre-dilatation was performed, a 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.